Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable ion selective electrode (ise) test results for two patient samples tested on a cobas 6000 c (501) module. A clot flag was associated with a bun result from each of these samples and the samples were found to contain a clot. The ise results were not flagged. Of the two samples, one had erroneous results reported outside of the laboratory for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride). The sample initially resulted as 160 mmol/l for sodium, 5.3 mmol/l for potassium, and 118 mmol/l for chloride. The initial results were reported outside of the laboratory. The clot was found in the sample and it was reamed out. The sample was repeated, resulting as 142 mmol/l for sodium, 4.8 mmol/l for potassium, and 102 mmol/l for chloride. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not duplicate the issue. The customer ran calibrations and controls; these were within range. Precision studies were performed. Investigations have determined that based on the provided data, the result pattern is typical for issues related to pre-analytic sample handling. Centrifugation conditions may not have been appropriate. A mis-sampling most likely took place as a result of poor sample quality. When the outside of the probe is contaminated, it may cause a higher volume of the sample to be pipetted, leading to false high results. Outliers may also occur with samples of good quality caused by clots from previously pipetted poor quality samples. The clot from poor quality samples may not be completely removed by the rinsing actions of the analyzer.